Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, the wake button was unresponsive. Reportedly, the issues resolved, no additional information was provided. There was no reported impact to the customer¿s blood glucose.